Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery and a confirmed e70 error alarm was noted in the history file. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed the rewind basic occlusion test, prime test and displacement test. The insulin pump had minor scratches on the lcd window.

Event description:
It was reported the customer received a motor error alarm during a prime. The customer stated the insulin pump was not exposed to a high magnetic field. It was also found the insulin pump alarmed motor error when the customer attempted to deliver a 5 unit fill cannula. The customer was asked to return the insulin pump. No additional information provided.